Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate calcification. The 3.5 x 15 mm voyager nc was advanced and used for pre-dilatation; however, the balloon ruptured on the third inflation of 18 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc balloon catheter found blood visible in the inflation lumen, consistent with a rupture while in the patient anatomy. The balloon was loosely folded. There were two bends in the hypotube 57 cm and 63.8 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking at a 1 mm longitudinal rupture in the balloon at the distal end of the distal marker, confirming the rupture. There were two parallel .5 mm scratches at the distal end of the rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and the balloon was able to be successfully inflated 2 previous times which suggests a product deficiency did not contribute to the reported difficulties. Additionally, the lesion was moderately calcified, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the calcified lesion such that the balloon ruptured upon inflation the third at the rbp. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally a query of the complaint handling data base for the reported lot was performed and revealed no other incidents. Based on this investigation, there is no indication of a product quality deficiency.